Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 4.1 row b and drawer 5.1 and 2 all pockets were missing. A field service engineer (fse) pulled the drawers, then inspected and reseated the cables. After rebooting the drawer 5, all pockets were returned. But 4.1 row b was still missing. Using drawer test software, the fse could eject all but row b and had to manually remove the pockets. There the fse found foil around the jump pins. So, the fse cleaned it, after that the pockets were returned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer row was not detected on the bus, became jammed, and would not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.